Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) lead were reprogrammed after the patient experienced three episodes of a slow ventricular tachycardia (vt) that fell into the existing monitor only zone. The patient experienced syncope during one of these episodes and then required medical attention. In response, the monitor only zone subsequently was reprogrammed to provide atp and shock therapies with a rate cut-off below the observed vt rate. The patient also exhibited continued chronic oversensing in the both the right atrial and right ventricular chambers, but the oversensing did not contribute to or affect the vt episodes. The device had previously been reprogrammed for the oversensing. The patient continues to be monitored by his cardiologist.